Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient was having a lot of sharp pain and stabbing, which has gradually gotten worse and now she is having a hard time walking. The patient also went to charge her ins the other day and it took 4.5 hours, which is not normal for her. The patient was redirected to their healthcare provider to assess the symptoms the patient was experiencing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(4) 2018. It was reported that there had been no change in activity. They were not sure what causes the pain, but something was not working. It was also taking longer charge and they seem to need to charge. The patient when to the emergency room and they were prescribed muscle relaxers and they were told to find another doctor since their doctor's office had closed. No further complications were reported/anticipated.